Manufacturer narrative:
The electrode serial numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable sodium, potassium, and chloride assay results from one patient sample tested on the cobas pro ise analytical unit. Sodium: the initial result from the module was 121.2 mmol/l. The repeat result from the module was 132.2 mmol/l. The repeat result from another module was 133.6 mmol/l. Potassium: the initial result from the module was 3.79 mmol/l. The repeat result from the module was 4.15 mmol/l. The repeat result from another module was 4.23 mmol/l. Chloride: the initial result from the module was 88.9 mmol/l. The repeat result from the module was 97.1 mmol/l. The repeat result from another module was 99.9 mmol/l. The physician questioned the initial results, prompting the rerun.

Manufacturer narrative:
The field service representative (fsr) inspected the patient sample and found a supernatant film on it. The fsr performed a successful precision check. The investigation determined that a mis-sampling of the patient sample due to pre-analytical issues caused the event. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. The customer has not reported any other issues after the service.